Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1473;s explanted and replaced due to oversensing of noise on the pace/sense portion of the right ventricular (rv) lead. Prior to device replacement, the detections and high voltage portion of the ICD were programmed off. The rv lead was partially explanted and replaced as well. No patient complications have been reported as a result of this event.